Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, " we opened a PICC today and there was a black hair inside. All of us were wearing caps and had a mask on during the process of opening the kit. The patient was far away from the PICC kit." No other information was provided.